Manufacturer narrative:
The physical attributes of a reserve sample of the same lot as the suspect sample was examined. The product was within specification.

Event description:
The customer claimed that the product caused a sore on the roof of the mouth and the face to swell. No medical attention was sought for this condition.